Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on white screen. A technical support specialist (tss) dialed in to the station and was able to login and no longer in white screen. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a white screen, and the machine would not boot up. There was a message displayed stating initialize device manager. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.